Manufacturer narrative:
Investigation included phone-based troubleshooting and case documentation review. Investigation of this case revealed that the alert persisted after restarts, consistent with a device malfunction affecting insulin delivery control. It was concluded that the device malfunctioned and required replacement, and the user was advised to use backup therapy pending receipt of the replacement device.

Event description:
It was reported that the ilet pump generated repeated ¿alert 41 ¿ insulin, absolute range error,¿ which persisted despite multiple user restarts and an additional restart performed during the call, and the user was directed to transition to backup therapy while a replacement device was arranged. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of insulin delivery and the need for device replacement.